Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s boyfriend woke up and found the patient sweating profusely. He also saw that her cgm device was providing a sensor failed alert. The patient was also wearing an omnipod insulin pump. He called 911 and while waiting, treated the patient with orange juice and peanut butter and jelly. Since the patient had been sleeping, the patient was unaware of when the sensor had failed compared to when she became symptomatic. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 43 mg/dl. Ems asked the patient to continue eating food and stayed with her until her bg meter reading increased to 112 mg/dl. Ems did not provide the patient with any medication or treatment and was with the patient for 20-30 minutes total. The patient declined being brought to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.